Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope showed surface residuals (particles and fibers) that could be related to the handling of it in a non-sterile environment. Also, one of the haptic was observed distorted that could be related to the handling of the unit during the insertion process. The complaint for damaged haptic was verified. The investigation results reasonably suggest that the probable cause of the damaged haptic is related to surgical technique. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. Placeholder.

Event description:
We received a report that a while attempting to implant an ar40e00025 intraocular lens (iol) and the lens was partially implanted, the doctor needed to make a larger incision (to complete the implant process). The iol was removed and he attempted to reload and reimplant the lens. It was then he noticed the leading haptic was bent. Another lens of the same diopter and brand was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Explant date: lens was not fully implanted before it was removed; not applicable. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.